Event description:
No anesthesia agent registering on monitor, vaporizer not working properly according to anesthesiologist. Anesthesiolgist states that he was giving desflurane at 8% and this was not showing up on monitor. Contacted vendor and worked with them to confirm correct reading of settings.